Event description:
Customer's family member of customer reported via phone call that customer was hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 600 mg/dl which drop down to 300 mg/dl at the time of the incident. Current blood glucose level 238 mg/dl. Emergency medical services were called for the treatment. Customer don't have any symptoms for high blood glucose. Customer was not using auto mode feature at the time of event. The infusion set had bent cannula. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.